Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) calibrated all the tarpon amp boards to resolve the issue. Bec internal identifier - (B)(4).

Event description:
The customer reported that the cd45 negative population at fl1 and fl2 was positive on low cellularity specimens on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event. Questionable results were not reported out of the lab.